Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. (B)(4).

Event description:
The patient underwent fenestrated endovascular aortic procedure with 2 gore® viabahn® vbx balloon expandable endoprosthesis which were used for the renal arteries. It was reported that both renal arteries were occluded. Recent details reported that the patient's indication for undergoing fevar is due to aneurysm in the visceral arteries. On (B)(6) 2022, the occlusion was diagnosed and a graft was used to perform a dual bypass surgery from his iliac arteries to his kidneys on (B)(6) 2022. Afterwards, hemorrhage was identified in the right kidney and this lead to removal of the graft. It was reported that the left kidney is still functional and the patient is not on dialysis. The physicians were not able to deduce the reason for the occurrence of the occlusion, the patient was discharged on (B)(6) 2022.